Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. Missing end cap sticker noted. The device passed the displacement test. The motor passed the motor test.

Event description:
The customer reported that insulin pump alarmed motor error. The blood glucose reading was 124mg/dl. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.